Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a new condition. During analysis, the reported issue was able to be duplicated. It was noted that the downstream occlusion (dso) sensor has too much glue on the seal and leaked into the dso sensor. Service replaced the dso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that cadd solis vip pump displayed error that the cassette is not. There were no adverse events reported.